Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned. However analysis was not possible due to a secondary issue; an unknown electrical problem prevented the meter turning on when a test strip was inserted. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging his onetouch select mini meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter was reading inaccurately at 9pm on (B)(6) 2015, when he obtained an alleged inaccurately high blood glucose result of "10.9 mmol/l". Meter to feeling/normal result comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate result and reported that he administered his usual dose of 20 units of lantus insulin at approximately 9pm. He claimed that "around 30 minutes" after the start of the alleged issue, he developed symptoms of "tremor and sweating". He claimed that he tested his blood glucose level again using the subject meter and obtained a result of "2.1 mmol/l". The time difference of greater than 20 minutes between the reported results, and the intervention of medication, makes the comparison invalid for the purposes of determining an inaccuracy. The patient reported that he self-treated his symptoms by drinking "glucose syrup" at around 9:30pm on (B)(6) 2015. He reported that he felt better a short time later. During troubleshooting, the cca noted that the patient's meter was set to the correct unit of measure and the test strips had been stored correctly. However, the patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.